Event description:
It was reported that during a change out of the pulse generator for elective replacement indicator (eri), an insulation anomaly was noted on the ventricular lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.